Manufacturer narrative:
During investigation, the field service representative performed multiple troubleshooting services including the replacement of the rgt syr o-rng (ln 09d53-03) which resolved the issue. A review of the service history for the architect c4000, serial number (B)(6), revealed no contributing factors on or around the time of the issue. A review of the tracking and trending for the rgt syr o-rng was performed and no trends were identified. A review of the architect c tracking and trending did not identify any trends for the architect c4000; the calculated erratic rates for the architect c4000, c8000, and c16000 were noted to all be below the upper control limit. No similar issues were for discrepant results as described in this complaint were found.manufacturing documentation was reviewed and no issues were identified. Additionally, labeling was reviewed and adequately addresses the customer issue. Based on the investigation, no systemic issue or product deficiency was identified for the rgt syr o-rng or the architect c4000 analyzer.

Manufacturer narrative:
All available patient information was included. No additional information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely depressed total bilirubin results were generated on the architect c4000 analyzer. The following patient data was provided: on (B)(6) 2020, sid (B)(4) generated an initial result of (B)(6).there was no reported impact to patient management.